Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alert and no e/a alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated they had to change the battery in every 5 days and line through the screen that comes and go. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.